Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, when back-loading the device over the guide wire, the guide wire would not go through the guide wire exit port. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned for analysis and the reported inability to advance the guide wire was confirmed. A review of the complaint handling database was performed, which identified no similar events related to guide wire movement issues for this lot. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to resistance with the guide wire were inconclusive. There is no evidence to suggest that the potential product deficiency affects inventory or distributed product, as the frequency of occurrence remains low. The performance of these devices will continue to be monitored.